Event description:
It was reported that the hcp failed to fire the skin stapler(not firing) during use on patient for suturing. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the hcp failed to fire the skin stapler(not firing) during use on patient for suturing. The patient's current condition is unknown

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - staples not firing" could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided as there were no issues observed. Teleflex will continue to monitor and trend on complaints of this nature.